Event description:
A consumer, identified as a medical professional, reported multiple instances in which the thermometer allegedly produced inaccurate readings for both himself and his 14 year old daughter. The daughter's temperature measured 96.6°f using the device, while a second thermometer operated by the consumer's wife, a nurse practitioner, measured 100.3°f. At urgent care, her temperature was recorded as 100.5°f, and she was diagnosed with covid 19. In a separate event, the consumer reported that while experiencing flu symptoms, the device measured his temperature at 97.6°f. At urgent care, his temperature was recorded as 100.8°f. The consumer reports that he has since improved, while the daughter remains symptomatic. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.